Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and was unable to confirm the reported condition. However, it was reported that the thermistor had a power failure and an e6 error code due to damage. The assignable root cause of the thermistor damage was likely damaged due to improper sterilization caused by water from the sterilization process. The root cause of the component damage was due to misuse/abuse and possible user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had a high pitched sound. During an in-house engineering evaluation, it was determined that the unit failed thermistor and had an e6 error code due to thermistor damage. It was further reported that the power device failed. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.